Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant a decline in sensing and rising thresholds were noted on the right atrial (ra) lead. Dislodgement was confirmed by x-ray one day post implant, and the lead was revised. It was noted an insufficient fixation into the myocardium was a possible cause for the dislodgement. No patient complications have been reported as a result of this event.